Event description:
A malfunction alarm identified as malf 12 was reported. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was assisted by technical support to reset the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the problem reappears.